Event description:
The customer complained of a burning smell from the reagent cooler and liquid not found error messages on the architect analyzer. The analyzer was then switched off and when switched back on the customer noticed smoke coming from the rv 1/2 lls antenna board. Liquid had spilt on the board resulting in a burnt spot on the board and the plastic cover in the area of the spill. There were no injuries/exposure to laboratory personnel reported or damage to the surrounding environment. There was no adverse impact to patient management/care reported. The rv 1/2 lls antenna board was replaced as well as the connections of the r1 and sample pipettor.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The complaint text indicates smoke was emitted from the rv 1-2 lls antenna board. Liquid spilled onto the antenna board resulting in a burnt spot. The fse replaced the rv 1-2 lls antenna board, z-nut of the reagent 1 and sample pipettor. The calibrations, performance test, and quality control values were within acceptable ranges. This complaint has been deemed a MDR/mdi reportable by the meg group on (B)(6) 2009. The safety analysis memo indicated the antenna board has extra safeguards due to its close proximity to the buffer dispensing. These include a conformal coating and a splashguard. The splashguard is the main protection against buffer infiltration and should always be in place. In addition, the board has a higher than required inflammability classification of 94v-0. If a short occurs, the flammability classification of 94v-0 allows a total maximum afterburn time of 50 seconds of less. The objective of the safety standards for laboratory equipment is to ensure there is no spread of fire outside the equipment in normal condition or in single fault condition. This objective was met. The review of the customer's service history for instrument (B)(4) showed no additional complaints for this issue have been received. A review of data and records identified no adverse trends in conjunction with the complaint issue currently under investigation. The architect system operations manual provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure. Based on the available information, no product deficiency was found for this issue. The origin of the liquid that spilt onto the board was not found. This is the final report.